Manufacturer narrative:
The complaint report stated that the sheath was blocked due to clots near the side ports. The sheath was exchanged and no patient injury occurred. The sheath was flushed prior to use with heparinized saline but only intermittently during use and not between each catheter exchange. The sheaths were in place approximately 45 minutes. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It was not possible to confirm the complaint. Best practices call for meticulous flushing of indwelling sheath introducers to help reduce the incidence of thrombus formation. After review of the available information, it is not possible to determine the cause of the clotting with any certainty; however, procedural factory may have contributed to the event.

Event description:
The sheath was blocked due to clots near the side ports. The sheath was exchanged, the problem occured only with products with lot 1508437. This complaint belongs with (B)(4) for a total amount of 3 complaints. The physician cannot remember any details/patient information.